Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: blood pump.additional text: device malfunction.specific component(s) involved: pump drive unit malfunction.additional text: xve device malfunction.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.